Event description:
The company received a report where it was claimed that the tube developed a leak in the pilot balloon during pt use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number # 135-70 is not distributed in the united states; however, there is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k841872. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.